Manufacturer narrative:
Explanation: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported that they received a false positive result on (B)(6) 2022 while using cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), reader (B)(4)). Customer followed up with a pcr test on an unspecified date and received a negative result. Customer did not provide additional information regarding the pcr test.